Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen via an implantable infusion pump. It was reported that the pump had just been implanted on (B)(6) 2020 and after the operation the patient¿s wound was infected. At the end of (B)(6) 2020, the surgeon decided to explant the pump and implanted a new one on the opposite side. The explanted pump was discarded so it would not be returned for analysis. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue.